Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there's fluctuating open circuit and battery drain. The patient's battery drained in two months from 2.93v to 2.6v. In (B)(6) of 2019, the clinician reported seeing an open circuit at contact one and programming around this. At that time, the battery dropped to 2.84v then went back to 2.94v. They never saw an open circuit ever again. There is still no open circuit as of (B)(6) 2020 but the battery drained rapidly from then to now. It is unknown if there were any factors that may have led or contributed to the issue. It is unknown if any diagnostics/troubleshooting was performed and the patient was referred for a replacement and surgical intervention is planned. The issue has not been resolved.